Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 280 units of insulin. Additionally it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose ranged from 45-75 mg/dl customer could not recall the reason for the low bg but glucose tablets were consumed to address the issue. Reportedly, the customer had manual injections available as alternate insulin therapy until replacement pump arrives.